Manufacturer narrative:
Vyaire medical file identification: (B)(4). It can be seen in the log entry vent state-1" that the ventilation was running with the last setting till the unit turned off. The nurse call was active,the red light alarm lights were on and the buzzer was active. The unit starts to work normally after the next restart. The root cause is the softeware bug in improved internal o2 (oxygen) sensor communication handling found in v6.0.1600.0. This issue was resolved withv6.0.1700.0 vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us 17,3" ventilator completely shut down while on a patient and detected a user interface issue. The customer confirmed that there is no patient harm.